Event description:
It was reported that during a lap sigma procedure, there was an error code 5 and a broken blade. The piece did not fall into the patient. It was not reported how the case was completed. There was no patient consequence.